Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and blood glucose levels over 600 mg/dl troubleshooting was performed and found that the time was wrong on the insulin pump. It was also found that the insulin pump had alarmed auto-off on the day of the event. The customer's sister was assisted with correcting the time and turning off the auto-off feature. The prime test passed. It was discovered that the fixed prime was set correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.